Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria. A replacement device has been sent to the patient. Cloud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 3.1.2-p001. Cloud - operating system. N5004l-am-q-mv01602-06-01.06. Cloud - hardware. N5004l. Cloud - cgm sensor type. Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they started on the op5 system yesterday but the personal diabetes manager (pdm) is not holding a charge. With the initial charger and even after trying with multiple outlets, the battery is draining too quickly (90% to 20% in less than 4h) and the pdm gets warm to the touch.